Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were 30-40 unspecified tubing set failures. However, it is presumed that the failures are unintentional disconnects based on event descriptions for previously opened files. Although requested, no additional information was provided.